Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 110 units of insulin. During the call with tandem technical support, the customer was able to successfully fill a new cartridge with insulin and complete the load process. There was no impact to the customer's blood glucose level.